Event description:
Complainant reports that a screw thread of the replant locator® abutment 3.5dx3l fractured during a clinical procedure resulting in a loss of the implant, requiring medical intervention. This incident is a reportable serious injury. This is the only complaint for this part number indicating there is no upward trend for this issue.

Manufacturer narrative:
Follow-up submitted to report device evaluation. (B)(4).. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.